Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient went into ventricular tachycardia due to interaction between the moderator band and the ventricular leadless pacemaker delivery system. At this time, the patient went into asystole and had to be externally paced. The arrhythmias were resolved, and the ventricular and atrial devices were successfully implanted. After implantation during the same procedure, both devices could not be interrogated. The patient was taken to the ward and interrogation was then successful. Upon review, the atrial device exhibited intermittent capture and increased pacing impedance. The devices were re-programmed. The patient presented for an in clinic follow up and upon device interrogation, low i2i communication was observed along with crosstalk over-sensing on both devices. Far r-wave oversensing and decreased pacing impedance was observed on the atrial device as well. Further re-programming was performed, and the patient will further be monitored. The patient was asymptomatic and stable.